Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rpm was not displayed. A rotablator console was used for treatment. During procedure, it was noted that the rotational speed was not displayed properly. The physician felt that the lesion was being ablated but the rotational speed displayed would not change. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.